Event description:
It was reported that patient with this implantable pacemaker lost weight and noted that the device was sticking out. Moreover, the patient then stated of having the device replaced. Additional information indicated that field representative was unaware of any complaints or problems during device change out. This device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.